Event description:
Boston scientific crm received information that post-implant this dextrus right ventricular lead dislodged and exhibited high thresholds. The patient's intrinsic heart rate returned to the underlying rates in the 30's that existed prior to receiving the system. In a revision procedure, the lead was successfully repositioned. No adverse patient effects were reported. Boston scientific did no provide implant or explant dates. However, they did provide the event date. It is not clear if the event date is the day they discovered the dislodgement or if it's the day they repositioned the lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.